Event description:
International affiliate reported that a folding line was found on the tubing of a transfer set. No pt injury or medical intervention was reported.

Manufacturer narrative:
Eval summary: results indicate confirmation of the reported even of a folding line on a transfer set. The root cause cannot be confirmed for the pinhole in the tubing. Renal product surveillance, quality engineering, and plant manufacturing will continue to monitor this product line and take corrective/preventative action as appropriate.